Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor gave inaccurate readings and caused the activation of threshold suspend when the blood glucose was not low. The sensor reading was 5 mmol/l when the blood glucose reading was 10 mmol/l. The sensor will be replaced and returned for analysis.